Event description:
The pt reportedly experienced ongoing sound quality issues and poor performance with use of device. External equipment was exchanged without resolve. In (B)(6) 2012, device testing revealed that the device was functioning within normal limits. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the explanted device will not be returned to the company. A review of device history records was completed and no anomalies were noted. The pt is reportedly doing well. This is the final report.